Event description:
New information received indicates that the pacemaker was explanted and replaced. Patient status after the surgery was not reported.

Event description:
It was reported that the patient presented for a follow-up visit in clinic with an increased heart rate. It was noted that the patient¿s pacemaker exhibited a backup vvi mode. Reprogramming was attempted but failed due to corrupted pacemaker¿s program. There were no additional patient consequences.